Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There was a stored untreated episode due to the same railing noise. The patient has lost twenty pounds recently. The sensing vector at the time of the shocks was set to the primary sensing vector. Also, the shock impedances were high, 94ohms for one shock and 111 ohms for the other, both are within normal limits. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.